Event description:
It was reported that the patient was experiencing severe pain between the shoulder blade after the implant procedure. It was noted that the patients pain was related to the procedure. The patient was given medications to help with the pain.